Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material #:unknown, batch#:unknown. It was reported by customer that the 5 ml oral dosing syringe identified with overdosing. Verbatim: rcc received a complaint via email. Email(s) attached. "Spiegel, g.j., et al., design, evaluation, and dissemination of a plastic syringe clip to improve dosing accuracy of liquid medications. Ann biomed eng, 2013. 41(9): p. 1860-8. United states and malawi".